Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left rupture, and capsular contracture; baker grade unknown. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 49-year-old hispanic female patient underwent primary breast augmentation with 575cc mentor memorygel breast implant and left side capsular contracture; baker grade unknown and breast implant rupture was found during bilateral replacement surgery with catalog number 3504001bc; serial number (B)(6) on the left side, and with catalog number 3504001bc; serial number (B)(6) on the right side on (B)(6) 2025. Mentor is aware that the date of implant is prior to the manufacturing date of reported lot number 6636601. Multiple follow ups were completed for clarification. However, no response was received. If additional information becomes available, it will be updated and supplemental report will be submitted.

Manufacturer narrative:
On february 17, 2026, device evaluation was completed as follows: mentor conducted a visual inspection of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the returned device. Regarding the reported capsular contracture condition, there are not enough details to determine the factors that may have caused this condition. Capsular contracture in the patient¿s breast might be the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Further, capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: since no malfunction was observed during the investigation. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On february 10, 2026, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Per additional information received on february 10, 2026, mentor became aware that the patient experienced left side capsular contracture; baker grade unknown and right side breast implant rupture was found during bilateral replacement surgery with catalog number 3504001bc; serial number (B)(6) on the left side, and with catalog number 3504001bc; serial number (B)(6) on the right side on (B)(6) 2025. - is product problem has been de-selected. - coding under section h has been updated accordingly on this form accordingly. Reason for device explant and/or reoperation: left capsular contracture; baker grade unknown. This supplemental medwatch report is for the patient¿s left-sided device. Right side rupture is being reported separately. Manufacturer¿s reference number: (B)(4).